Event description:
It was reported that during a preventive maintenance for a selenia dimensions 2d on (B)(6) 2023, a broken bolt from the vta assembly was found. The field engineer replaced the vta assembly per procedures and the service manual and performed all required calibrations. All calibrations and tests passed and the system met the manufacturer´s specifications. No patient injury or staff reported. No other information is available.